Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a duo-vent clearlink luer activated valve would not prime with filter open. It was further reported the drip chamber filled, but the line would not prime. All clamps were opened, the spike was repositioned in the unspecified bottle, and the line was lower than the bottle. After five to ten minutes the set was changed. The event occurred before patient use. There was no patient involvement. No additional information is available.